Manufacturer narrative:
Event date: the date of incident that was reported for this event was (B)(6) 2013. Initial reporter: phone: (B)(6). Device was not returned for evaluation. Evaluation was not possible, as the device is not being returned (method code and results code) . Review of the device history records were performed which confirmed no inconsistencies (method code ). Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy metal abrasions was observed to be shedding into the joint. The fragments were flushed out. A backup device was on hand to complete the procedure. There was an five minute time delay.